Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the superficial femoral artery (sfa). A ht command 18 guidewire (gw) was used in a snare maneuver; however, the tip of gw was noted to separate. The separated wire was simply withdrawn from the guiding catheter and another ht command gw was used to complete the procedure. There were no reported adverse patient sequela nor clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation. It was reported that the guide wire separated during use in a snare maneuver. Analysis of the guide wire confirmed the reported separation. The separation face was noted to be bent and jagged. This type of damage is consistent with force applied at a kink or bend. It is possible that the wire sustained a kink / bend during use, and subsequent manipulation resulted in the separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.